Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported no flow. The tubing set was being used to deliver normal saline. After an unspecified length of time in use, it was reported that the solution did not flow. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.